Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed help to complete the set change. Blood glucose value was 478 mg/dl at the time of the incident and current blood glucose value was 537mg/dl. The customer was not hospitalized. Troubleshooting was performed and nothing will be replaced or returned.